Event description:
Oxygen supply failed (with sw version 2.1.7 or higher).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  High priority alarm oxygen supply failed. The event may lead to deficiency of oxygen. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur. Therefore, the event is deemed to be a reportable event.